Event description:
It was reported that a chesapeake universal tap/screw fractured intra-operatively. The procedure was completed successfully with a five-minute surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Additional data: d9, h3. H6: coding has been updated to reflect completion of the investigation.

Event description:
No new information.